Manufacturer narrative:
(B)(4). Batch # 726a28. Additional information was requested, and the following was obtained: has the device delivered any clip? No. If yes, are the clips formed correctly? If yes, has the staple line been completed? Did the appliance cut? If yes, has the cut line been completed? If yes, was there a problem with the cutting line, such as rough knife, no cut, irregular, etc? Was there any difficulty opening the appliance? No. If yes, how was the device removed from the patient? If so, did the jaws end up opening?" Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 (a) device was received with no apparent damage and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. According to the information received the ats45 device would not fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that two staplers of the same code were used and both presented defect, had no damage to the patient. A third stapler was requested to complete the surgical procedure.